Event description:
Hcp reported the patient was complaining of no pain relief and an accumulation of fluid in the abdominal wound site. An xray showed the catheter was misaligned and it was assumed to be a catheter disconnect as this happened to the patient the month before. At this time, the physician tightly resulted the connection. This time, it was found to be a pierced connector by the pump point. The connector was replaced. The patient is reported to be doing fine since the surgery.